Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -8.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. User error was reported for cause of event. It was reported that the lens implanted into the right eye had been intended for implantation in the left eye. The reporter also stated that "the vault was also found high after the operation, so the doctor removed the initial lens and exchanged the correct diopter lens (size 12.6 for reducation vault). The reason of high vault may be that wtw was in the bordline, and the doctor chosen a big size lens".